Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported that the patient was wearing the pod on the arm for between 49 and 71 hours when flu-like symptoms began. A pod applied on (B)(6) 2025, lead to increasing pain, warmth, and redness at the cannula site after one and half days of wear. The pod was removed later that same day. On (B)(6) 2025, the patient was evaluated by the general practitioner at a family practice, where an abscess/infection at the insertion site was diagnosed. The abscess was lanced, pus was expressed, and the patient was prescribed with amoxicillin 500 mg tablets, three per day for two weeks. According to the lg, the patient's blood glucose levels were elevated during the event up to 14 mmol/l (252 mg/dl) and recorded a daily average of 11.9 mmol/l (214 mg/dl) on december 22. Symptoms improved within 48 hours of starting antibiotics, and the patient successfully applied a new pod to the abdomen by (B)(6) 2025.